Event description:
It was reported to medtronic neurosurgery that the catheter was placed in the pt on (B)(6) 2013. According to the report, the catheter became occluded and had to be replaced. The report stated that the pt was not in any discomfort and did not incur an injury as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All catheters are 100% inspected at the time of manufacture.